Event description:
It was reported to nova biomedical that a consumer received a result of 360 mg/dl on their blood glucose meter. It is unk how the consumer treated himself based on that reading. The consumer subsequently experienced a hypoglycemic event requiring emergent food intervention to raise his sugar levels. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. Consumer education took place at the time of this call. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.